Event description:
It was reported by service report that there is no power. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Loss of power. The product was found to be working to specifications at the time of inspection.